Event description:
Ous MDR. An increase in the pacing threshold of the ventricular lead was reported. The lead was repositioned during a revision.

Manufacturer narrative:
The lead was not returned to biotronik for an analysis. Thus, the lead could not undergo a technical analysis at biotronik. The manufacturing and final inspection documentation of the lead complained about was reviewed, and no deviations from the specification were discovered. No deviations in the manufacturing and final inspection documentation were detected that could have any relevance to the increase in pacing threshold mentioned in the complaint. There are no indications of a lead defect.